Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation. The patient stated that she started to notice the symptoms of slow leak in (B)(6) 2019. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with unspecified non-mentor breast implants on (B)(6) 2020.

Manufacturer narrative:
On 8-may-2020, mentor received additional information regarding the date of problem observed. The date is (B)(6) 2019. The relevant field has been updated. On 13-may-2020, the mentor failure analysis lab received the device for evaluation. On 21-may-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear was noted within the siltex cracking, measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).